Manufacturer narrative:
(B)(4). Reported event was confirmed with x ray provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip surgery on an unknown date. X-ray review of the right hip identified malposition of bone screw as well as poly wear. No further event information available at the time of this report.